Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2015-00051, 1043534-2015-00052, 1043534-2015-00054, 1043534-2015-00055, 1043534-2015-00056.

Manufacturer narrative:
Visual inspection of the returned device found that the screw has normal minor damage to the thread of the screw that doesn't seem to impact the functionality of the product. Analysis of the returned device indicates that the device was not a contributor to the reported event. The device is in normal working condition with minor wear and tear on the thread of the screw. Based on analysis, a definitive root cause could not be determined.

Event description:
Allegedly, the nail and screws broke between the calcaneal and sub-talar screw. Reporter can not predict the date of incident and date of original surgery because they were performed at another location.